Manufacturer narrative:
The end user replaced the flow sensors and cleaned the breathing system which resolve the issue. Changing out flow sensors and cleaning the breathing system block a: customer contact reports no patient information is available. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The unit was replaced and case resumed. There was no patient injury.